Event description:
An angio-seal device was deployed without complications and the pt was discharged the same day, 2 hours post hemostasis. Approx two days post procedure, the pt developed severe persistent pain, swelling and erythema in the medial right groin, and experienced sweating and chills. The pt returned to the hosp and was diagnosed with an infection at the right groin site. Exploratory surgery revealed pus in the right groin and a large pseudoaneurysm with infected thrombus was removed. The angio-seal device (collagen with suture attached) was removed. Active bleeding was noted from two sites in the femoral artery; the artery was repaired, a drain was placed, and the site was closed with staples. Medications pre-procedure: glucophage 500 mg. Qd., to be held 48 hours after angiogram, atenolol 50 mg. Qd, norvasc 5 mg. Qd., diovan hct 160/12.5 mg qd., glyburide 5 mg. Qd., aspirin 81 mg. Qd., tylenol, tylox. Phenergan, insulin sliding scale.